Event description:
It was reported that this right ventricular (rv) lead was explanted due to it was microdislodged. The physician tried to reposition the lead, but it was exhibiting helix issues. A new rv was successfully implanted. No additional adverse patient effects were reported.